Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving lioresal 2000 mcg/ml; 1152 mcg/day via an implantable pump. Indication for use was spinal cord injury/spinal cord disease and intractable spasticity. Patient weight, other medications the patient was taking at the time of the event and medical history were unknown and will not be made available. The date of the event was (B)(6) 2017. It was reported the patient experienced withdrawal symptoms after a refill. The patient was scheduled to see a surgeon (B)(6) 2017 to evaluate the catheter. It was unknown if any environmental/external/patient factors may have led or contributed to the issue no diagnostics/troubleshooting was performed yet. The issue was not resolved. Surgical intervention did not occur and was unknown if it was planned. Patient status was alive - no injury. No further complications were reported. Additional information was received from a manufacturing representative. It was reported that the patient began taking oral baclofen, and symptoms improved. The withdrawal symptoms had resolved. It was ¿to be determined¿ if there was a device issue, patient/therapy issue, procedure issue etc. A dye study was being scheduled to evaluate the catheter. Additional information was received from a manufacturer's representative (rep). It was reported that the withdrawal symptoms included diaphoresis, nausea, diarrhea, mental changes, and worsening spasms. An issue with the catheter was suspected but not confirmed. A dye study was scheduled for (B)(6) 2017.